Event description:
It was reported to gore that the patient had a stenosis of the left brachial artery, since the stenosis was not improved after pta treatment by a balloon, the physician used a gore® viabahn® endoprothesis for further treatment. The viabahn® device was advanced through a 8fr terumo sheath over a 26 cm 0.035 terumo stiff guide wire to the target lesion and initiated deployment. However, the deployment line was reportedly stuck in the second layer zipper and the device was expanded around 5 mm in the distal, the deployment could not continue. The device was retracted out of the patient through the sheath and a new viabahn® device was used to continue the procedure.

Manufacturer narrative:
Result code 2 updated. Conclusion code 1 updated , conclusion code 2 added. Code 22 -per the gore® viabahn® endoprosthesis instructions for use (IFU), it is stated that complications and adverse events that can occur when using any endovascular device. These complications include but are not limited to deployment failure.

Manufacturer narrative:
Concomitant medical products: updated. Method code 2 added. Results code 1 updated. Code 213 - the review of the manufacturing records verified that the lot met all pre-release specifications.

Manufacturer narrative:
The device was returned and the engineering evaluation was performed .the following observations were made: the deployment knob was separate from the hub with 23 cm of deployment line between the knob and hub. Approximately 1 cm of the endoprosthesis was expanded on the tip end of the device . Approximately 3 cm of the distal shaft, upon which the endoprosthesis is mounted, was exposed at the transition end of the device. There were 3 kinks in the distal shaft at 1.3, 1.8, and 2.9 cm from the transition. There are 2 flared struts in the first row of the endoprosthesis nearest to the transition. Deployment could be continued with traction on the deployment line at the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified.